Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not startup. Upon troubleshooting, the fse identified that there were failures of the generator assembly components in the m-cabinet along with the pdu (power distribution unit) fan tray and dcps (direct current power supplies). The failure analysis of the pdu fan tray unit confirmed the cause of the issue with the 24v voltage supply. However, the fse replaced the pdu fan tray and the dcps to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. The device was not in clinical use at the time of the reported event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power distribution unit fan tray and scps. The device was returned to expected functionality.